Event description:
It has been reported to philips that the x-ray monitor was not working. The system was noted to be in clinical use at the time of the reported event. There was no reported patient or user harm. The customer requested a replacement 19'' monochrome monitor to be delivered. The material was shipped to the customer without any field service actions.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected the system remotely and found that the x-ray monitor is not receiving any power. Rse recommended to change monochrome monitor ER and monitor was replaced by the third-party engineer. After replacement of monochrome monitor ER, system was returned to use in good working order. The codes were updated based on the investigation outcome.